Event description:
It was reported that on (B)(6) 2014, a locking compression plate (lcp) volar column distal radius plate and eight screws implanted in (B)(6) 2012 were removed and a tendon reconstruction surgery was done. Surgeon confirmed that the fracture was healed and a flexor pollicis tendon was ruptured. Since about two weeks prior to the surgery, the patient started experiencing discomfort and could not bend the right thumb. There was no delay in the revision surgery and it was successfully completed. The patient was fine. This report is for 6 unknown screws. This is report number 4 of 4 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.